Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating high thresholds, short intervals, and an out of range high unipolar impedance warning. The right atrial (ra) lead exhibited an out of range high unipolar impedance warning. Noise was also noted on stored atrial tachycardia/atrial fibrillation (at/af) episodes. Electromagnetic interference was suspected as this was during the issue occurred during a surgical procedure. The implantable pulse generator (ipg) and leads remain in use. No patient complications have been reported as a result of this event.